Event description:
It was reported that upon opening the package the device was missing. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: a DHR cannot be performed as no lot number was provided by the complainant. Investigation summary: a sample evaluation could not be performed as the samples were not returned. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include improper training, personal fatigue, improper material handling ; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). The investigation is inconclusive due to the fact that no sample was returned for evaluation. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that upon opening the package the device was missing. There was no reported patient contact.